Manufacturer narrative:
(B)(4). The customer returned one ptd catheter and one rotator for analysis. Signs-of-use in the form of biological material was observed on the rotator and the basket wires. Visual analysis revealed that the basket lumen (orange lumen) had separated from the basket wire assembly. The orange lumen was observed to be twisted and contained stress marks, which is caused when the ptd encounters resistance while being rotated. The orange lumen measured 1.875", which is within the specification limits of 1.860"-1.890" per the basket lumen graphic. The orange lumen outer diameter (in an area not twisted) measured .036", which is within the specification limits of .035"-.039" per the basket lumen graphic. Functional testing was performed by pressing the black on/off power button on the ptd rotator. Ptd turned on/off normally. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The current instructions-for-use (IFU) provided with this product provides guidance on the use of this product and warns the user to ensure the exposed portion of the catheter remains straight at all times to aid in successful basket deployment and that the catheter assembly is not to be advanced forward during activation. It also states that potential fatigue failure of the torque cable and fragmentation basket may occur with prolonged activation and recommends a limited activation time of 30-60 seconds. It warns that the rotating basket is to be withdrawn in the deployed position prior to reaching the sheath at a recommended rate of 1-2cm/second when sharp radii is encountered and that the catheter is not to be advanced forward during activation. The customer report of a damaged ptd tip/lumen was confirmed based on visual investigation of the received sample. The orange lumen was twisted and showed signs of stress. This damage is consistent with what occurs when the ptd encounters resistance while being rotated. Based on the condition of the returned sample and the evidence of use, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend reports of this nature.

Event description:
The complaint is reported as: "the working end (basket) of the device came apart. A piece was temporarily retain, but the doctor retrieved it with a snare. Patient is fine.". No patient injury or complication reported.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: "the working end (basket) of the device came apart. A piece was temporarily retain, but the doctor retrieved it with a snare. Patient is fine." No patient injury or complication reported.